Event description:
It was reported to tyco healthcare/kendall that a user had sustained a dirty needlestick. User was bending a needle after giving a injection. User states "my fault, I have changed my technique to prevent further incidents." User received hiv testing and prophalaxis for 24 hours.